Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, with blood in the hub, balloon, wire lumen and inflation lumen. The tip, balloon, markerbands, and inner/outer shaft were microscopically and tactile inspected. Inspection revealed a pinhole in the balloon material located 4mm proximal of the distal markerband. Inspection of the remainder of the device found no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not exceed the balloon rated burst pressure¿. The dfu lists 20atms as the rated burst pressure for 3.5 mm diameter devices. (B)(4).

Event description:
It was further reported that the shaft did not break as previously reported but instead, during inflation at 30 atmospheres, the balloon ruptured. The device was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery (lad). A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, the balloon shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.